Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 6/7f mynxgrip vascular closure device (vcd) popped when it was pulled back to appose the balloon on the vessel. Therefore, manual pressure was applied. Patient is doing fine. The device is expected to be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: a 6/7f mynxgrip vascular closure device (vcd) popped when it was pulled back to oppose the balloon on the vessel. There was no reported patient injury. Hemostasis was achieved using manual compression. The product was not returned for analysis. A product history record (phr) review of lot f1924604 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the information available for review suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.